Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the implant (xifnt585) became stripped. The procedure was completed with another implant. Tooth location 14.

Manufacturer narrative:
An osseotite tapered certain implant (xifnt585) was received. Visual inspection of the returned product identified significant nicks and gouges around the threads and the collar, likely sustained during the retrieval process. There was substantial damage around the platform and the drive feature was stripped. The implant was functionally tested with a compatible in-house driver tip. However, the implant drive feature appeared to be deformed and the driver tip was unable to engage as normal. Therefore, based on the evaluation, the device malfunction has occurred and the reported event was confirmed following inspection. Review of the DHR for xifnt585 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.